Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion in the first diagonal branch. There was no damage noted to packaging. The device was not inspected. Negative prep was not performed. The lesion was pre dilated. The device passed through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the stent deformation occurred while attempting to progress to the diagonal branch. The stent was removed without damage to the patient. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.